Event description:
Pt is a 32 year old female. Ventilator alarming, nurse responded and found ventilator not working; called respiratory care stat; nurse removed pt from vent and manually bagged her. Resp care arrived and found circuit breaker on vent had tripped. Circuit breaker reset and vent funcitoning properly. Decision was made to replace vent even though all appeared normal. Vent removed and taken out of service and tagged defective. No harm to pt.